Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. There was moisture damage found on electronic assembly. No blank display noted. The insulin pump had a minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 121 mg/dl at the time of the call. The customer stated there is water under the lcd screen. The customer state the insulin pump was dropped in water, but drive support cap is intact. The customer was asked to return the product for analysis.